Manufacturer narrative:
The technician found during a between patient inspection the brake pads were worn down and not making proper contact to the brake casters. The technician replaced the brake caster assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brake casters were not holding. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).